Event description:
It was reported that the irrigation only extended tip was being used in a peri prosthetic femur fracture case when it fell off the handpiece and into the surgical site. The surgeon believed that the tip was removed during continued reaming. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Discarded at user facility.